Manufacturer narrative:
A service engineer (se) inspected the device and was unable to confirm the reported issue. The se did not find any residue and they found the unit to power on. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was smoke coming from the battery area on the 840 ventilator and then the unit would not turn on. The ventilator was not in use on a patient at the time of the event.